Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00427-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with item and lot combination. A review of the complaint database over the last 3 years has found 2 similar complaints reported with the item 650-1057. A review of the complaint database over the last 3 years has found no similar complaints reported with the item 650-1065. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The reported event states pain. In the risk file, pain is considered a harm with a severity level of 3 for a number of hazards defined as moderate, which is described in the severity table as: s-3 prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. A risk table line for the reported event of difficulty walking cannot be assigned, due to the limited information provided. The reported event (pain) is in line with the rmf. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the patient experienced traumatic left hip injury at age 14 and had a cup arthroplasty performed. Nine years later, the patient tripped and fell. The fall trauma resulted in a full left hip replacement. The patient was revised seven years post initial full hip replacement due to pain, recurrent dislocations and instability. Patient revised again twenty four years post full tha due to pain and pelvic bone fracture. She was told her hip stem was too long and she walked on it wrong for years causing her pelvic to snap. During the revision her surgeon was unable to remove the stem due to it being too deep. He opted to revise her acetabular side to compensate. Patient reports that she is still in pain and has difficulty standing and walking. This complaint reports that the patient is still in pain and has difficulty standing and walking.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Concomitant medical products: medical product: cer option type 1 tpr sleve -3, catalog #: 650-1065, lot #: 997140. Medical product: integral revision 15x225mm lf, catalog #: 166025, lot #: 317640. Medical product: shell porous with multi holes 58 mm, catalog #: 00620205820, lot #: 62585112. Medical product: liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell, catalog #: 00631005836, lot #: 62496983. Medical product: bone screw self-tapping 6.5 mm dia. 40 mm length, catalog #: 00625006540, lot #: 62405649. Medical product: bone screw self-tapping 6.5 mm dia. 15 mm length, catalog #: 00625006515, lot #: 62553201. Medical product: bone screw self-tapping 6.5 mm dia. 20 mm length, catalog #: 00625006520, lot #: 62572389. Medical product: bone screw self-tapping 6.5 mm dia. 20 mm length, catalog #: 00625006520, lot #: 62405627. Medical product: bone screw self-tapping 6.5 mm dia. 15 mm length, catalog #: 00625006515, lot #: 77002842. Medical product: bone screw self-tapping 6.5 mm dia. 20 mm length, catalog #: 00625006520, lot #: 62528851. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00427. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced traumatic left hip injury at age (B)(6) and had a cup arthroplasty performed. Nine years later, the patient tripped and fell. The fall trauma resulted in a full left hip replacement. The patient was revised seven years post initial full hip replacement due to pain, recurrent dislocations and instability. Patient revised again twenty four years post full tha due to pain and pelvic bone fracture. She was told her hip stem was too long and she walked on it wrong for years causing her pelvic to snap. During the revision her surgeon was unable to remove the stem due to it being too deep. He opted to revise her acetabular side to compensate. Patient reports that she is still in pain and has difficulty standing and walking. This complaint reports that the patient is still in pain and has difficulty standing and walking.